Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusions during bolus and basal delivery. The customer's blood glucose level was 217 mg/dl. A pump system check was performed and the occlusion appeared to be within the tubing. Reportedly, the customer had been using apidra insulin in the cartridge. The customer's healthcare provider (hcp) advised the customer to use insulin injections to manage diabetes until the type of insulin used can be discussed at the next hcp appointment.